Manufacturer narrative:
The patient's past medical history included shoulder operation. Concurrent conditions included asthma. The patient was treated with surgery (on (B)(6) 2016, essure removed by laparoscopic salpingectomy. On (B)(6) 2016, uterus removed.). Essure was removed on (B)(6) 2016. The reporter commented: consumer considered the events to be related to essure. Physician stated the events had not resolved 6 weeks after essure removal on (B)(6) 2016. Physician had no 6 months follow up information and did not know if the events were caused by essure. Quality-safety evaluation of ptc: lot number: 626292 manufacturing date: may-2008 expiration date: may-2010. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 6-apr-2017: physician returned questionnaire essure device removal. Relevant history also included asthma, shoulder operation. The essure was removed by laparoscopic tubectomy on (B)(6) 2016 at the patient's request. The complaints of alopecia, sleeplessness, joint pain, urticaria (new event), bleeding disorder, diminishing eye sight had not improved at 6 weeks post operation, no follow up 6 or more months following the removal was available. Physician did not know if the events were caused by essure. On 18-apr-2017: quality safety evaluation received. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced rash, facial rash and joint complaints which looked like rheumatoid arthritis. Essure, tubes and uterus were removed. The previous event several physical complaints developed and xenobiotic material removed was deleted. Both events are serious, rash due to due to hospitalization and rheumatoid arthritis due to medical importance. Rash is anticipated in the reference safety information for essure while other event is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. Regarding rheumatoid arthritis, considering its physiopathology and given essure's local action at fallopian tubes, causality is considered unrelated. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical complaint, a product quality defect could not be confirmed but is considered plausible. No further information is awaited.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("several physical complaints developed and xenobiotic material removed") in an adult female patient who received essure for sterilization. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2016: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had several physical complaints developed and xenobiotic material removed. The event, seen as medical device removal, was considered serious due to medical significance and intervention required and it is anticipated in the reference safety information for essure. In the present case, limited information was provided. On (B)(6) 2008, the consumer had essure inserted. There is no reference to when or which physical complaints were experienced, however they were considered related to essure by the consumer and the device was removed in 2016. Despite the limited information, given the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident because a surgery for device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 23-dec-2016: events and concomitant diseases added. Stop date and lot number of essure added. (B)(4). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced rash, facial rash. Essure and oviducts and uterus were removed. The previous event several physical complaints developed and xenobiotic material removed was deleted. The event is serious due to hospitalization and anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. An updated ptc is expected. Further information is being sought.